Event description:
It was reported that the patient had gastrointestinal disorders on (B)(6) 2024. Then they also experienced a bacterial driveline infection on (B)(6) 2024. Surgery and drug therapy were performed. The cause of the infection was due to the complexity of medical management. This infection was thought to have been probably related to the device. The patient was admitted from (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection and gastrointestinal disorder could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU,rev. A and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.